Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter contacted lifescan (lfs) customer service on oct 20, 2009 alleging that the pt's one touch ultra meter started to display 3 dashes in 2009. According to the meter's manual, the meter would display 3 dashes if the code # needs to be set or that the meter's memory is blank. The reporter claimed that 11 days after the reported issue occurred, the pt developed symptoms of "wandering eye, dizziness, could not walk, and headache." The pt reportedly was taken to the emergency room (ER) twelve days later at 5pm, and was treated with insulin. A "320 mg/dl" lab blood glucose result was reported, which was obtained at 12:05am the following day. No other blood glucose results were reported. The pt's blood glucose result upon arrival at the ER was not provided. The reporter was unable to report what actions the pt was taking in regards to his usual diabetes routine during the 11 day period before the pt became symptomatic. According to the troubleshooting performed by customer service, the reported issue was resolved with training. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly received insulin treatment at the ER as a result of the 3 dashes issue and a reading of "320 mg/dl" was reportedly obtained at the lab.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.